Event description:
Pt was on a nitro drip hung in emergency room prior to transfer up to tele unit. Approximately 2 hours later it was noted that the nitro drip had infused completely and air was in line. Rate checked by 2 rn's on transfer and looked at bottle which did have a large volume ltc. Stated no fluid on floor or bedding. IV not infiltrated. Reason for use: htn with chest pain.